Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far r-wave oversensing and episodes of inappropriate auto-mode switching were observed via remote transmission. The oversensing was resolved by reprogramming, and the device remains implanted.